Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system streptococcus agalactiae was misidentified as streptococcus dysgalactiae. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system streptococcus agalactiae was misidentified as streptococcus dysgalactiae. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument was misidentifying results, most commonly when receiving streptococcus agalactiae as a result when the expected result was streptococcus dysgalactiae. Bd service reached out to the customer for information regarding this failure mode, but no response was received from the customer after several attempts. No additional information was provided. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was conducted and revealed one prior case with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.